Event description:
It was reported that the biomed stated that the arctic sun device would not fill. A check of the diagnostics with no fluid delivery line (fdl) connected showed the inlet pressure at -13 psi. They discussed this was indicative of failure of the pressure transducer. They would ship a loaner and bring this device back for warranty repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as the unit was not able to fill due to a faulty pressure transducer. The unit would not fill inlet pressure was -13 and there was no circulation. Pressure transducer was replaced with a test transducer restoring pressure to correct 0.0. Replaced the pressure transducer. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill. A check of the diagnostics with no fluid delivery line (fdl) connected showed the inlet pressure at -13 psi. They discussed this was indicative of failure of the pressure transducer. They would ship a loaner and bring this device back for warranty repair.